Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the pace/sense channel. Patient received a notification. Noise was not reproducible with isometrics or pocket manipulation; however, small signals were reproduced when patient was lying on left side. Patient will continue to be monitored.

Event description:
New information received notes the lead was explanted and replaced during an unrelated procedure due to noise history. Patient tolerated the procedure well and patient was stable before, during, and after the procedure.

Manufacturer narrative:
Insulation damage was noted at 28.0-31.0 cm from the connector pin consistent with clavicle crush damage. External insulation abrasion was noted at 17.6-18.1 cm from the connector pin consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.